Manufacturer narrative:
(B)(4). The roller pump operated fine during case. The pump was put on hold until further repair. The field service representative (fsr) was unable to verify the display blanking out intermittently. The fsr changed out the roller pump for a loaner roller pump and performed release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. The reported complaint was not duplicated during laboratory evaluation. The product surveillance technician (pst) observed no blanking out of display during the evaluation. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the roller pump display blanked out intermittently. The device was not changed out, as they continued to use the pump to finish the case. The roller pump did not loss power. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.